Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07710; 0001825034-2018-07712; 0001825034-2018-07714. Concomitant medical products: 51-107150, tprlc 133 mp type1 pps ho 15.0, lot 3644040; 12-115120, cer bioloxd mod hd 36mm -3 nk, lot 455630; 010000686, bonemaster sld acet shl 58g, lot 3744773; 010000859, neutral liner 36mm g, lot 3551086. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Not returned to manufacturer.

Event description:
It was reported the patient had a two-state revision due to infection: (B)(6). No further information available.

Manufacturer narrative:
UDI: (B)(4).